Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and the health care professional (hcp) suspected inappropriate depletion. Additional information from the field representative was obtained which indicated that the device may have been exhibited early depletion. Additional information indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and the health care professional (hcp) suspected inappropriate depletion. Additional information from the field representative was obtained which indicated that the device may have been exhibited early depletion. Additional information indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and the health care professional (hcp) suspected inappropriate depletion. Additional information from the field representative was obtained which indicated that the device may have been exhibited early depletion. As of the moment, the device remains in service. No adverse patient effects were reported.